Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 6.1 with cubies c1, c2, c3 all failed with error message indicating device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 8 had failed. A field service engineer (fse) inspection found a failure message on the main station related to door 8. Fse found door was easily to be recovered. So, fse checked all latch connections were verified, and all latches were confirmed to be the newer version. Thorough testing revealed no additional issues, and the mpar report showed no faults for this tower. The system functioned as intended after the field service engineer investigated the device.